Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. It was reported that the customer went hiking and started to feel sick. The rangers took to the emergency room. The blood glucose reading was 501mg/dl. Troubleshooting was performed. Daily totals were matching the basals and bolus. No further information was provided.